Event description:
It was reported that the patient had pain on his left side. The pump flipped over eight months prior to this report. The healthcare provider couldn¿t refill. It was also reported that the patient only got relief for a month after implant, and the hcp couldn¿t refill the pump. The pump was ¿standing straight up¿ and was pushing against the patient¿s stomach when he was lying on his side. The patient had been hospitalized due to pain. No doctor was willing to explant the patient. Reportedly, the pumps were ¿in the doctor¿s drawer¿ with no packaging. The patient did not know the purpose of the pump. It was noted that the patient was paralyzed prior to having the pump. The reporter did not know what medication was in the pump. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).